Event description:
Between 6:30 am & 6:45 am, nurse aide found pt sitting on the floor in his room next to his bed. It was noted that the pole for the bed side rail had pierced pt's skin under the left armpit & was going upward under the skin to an area in front of the left clavicle. Pt was responsive & stated that his left leg hurt. Urine was noted on the bed linen & on the floor near the pt. Local ambulance & 1st responders used the jaw of life to remove pole from the bed. Pt was then transferred to hosp for surgery to remove the pole & repair damage to tissue. The hosp notified the nursing home after surgery that the pole had not fractured any ribs nor damaged any internal organs. Pt was later transferred to another hosp.